Event description:
Patient to undergo an esophageal motility study. The study was performed but due to a computer error, the study could not be saved. The patient agreed to having the study repeated. The patient's left nare was re-lubricated with 2% lidocaine jelly and was noted to have slight swelling, as was expected. The manoscan eso z catheter was inserted and the study was successfully completed. Upon attempting to remove the catheter, resistance was noted and the catheter could not be withdrawn. The nurse attempted to apply a slight amount of pressure but stopped when the patient complained of pain. Ky lubricant was then applied to a portion of the catheter that was sticking out of the nare and the nurse gently advanced the catheter, moving it back and forth down the patient's nare in an attempt to apply more lubrication to the nare. Attempts at removing the catheter continued to be unsuccessful. The left nostril was then flushed with normal saline as the catheter was withdrawn, using a back and forth motion, and successfully removed. A scant amount of blood was noted on the catheter. Upon inspection, the catheter was found to have a small tear with a small collection of sanguinous fluid under the tear. No patient harm.